Manufacturer narrative:
Initial reporter occupation: unknown. PMA/510(k) #: k172665. Investigation evaluation: the products said to be involved were returned in unmarked pouches. The lot number was not provided. Device 1: our laboratory evaluation of the product said to be involved determined the cutting wire securing component located near the distal end of the sphincterotome has disconnected from the catheter. However, the cutting wire is intact and remains securely attached to the sphincterotome at the proximal end. A section of the cutting wire securing component has broken and detached from the device. The broken section is estimated to be 3.0mm in length and 0.5mm in diameter. The broken section was not included in the return. The cutting wire exhibits slight evidence of a cautery application (blackening of the cutting wire was noted). A white hair like substance was observed near the cutting wire securing component and unknown black substances were observed in the catheter near the distal end. A product discrepancy or anomaly that could have contributed to this reported occurrence was not observed. Device 2: our evaluation of the product said to be involved could not confirm the report as it was described. The cutting wire securing component remained firmly attached to the catheter at the distal end. The cutting wire has a slight bend, but the device responded properly to handle manipulation by bowing at the distal end. A product discrepancy or anomaly that could have contributed to this reported occurrence was not observed. A review of the device history record could not be conducted because the lot number was not provided. Investigation conclusion: for device # 1: a definitive cause for this observation could not be determined because the actual use conditions could not be duplicated in the laboratory setting. In addition, due to a variety of clinical conditions such as patient anatomy, endoscope position or progression of disease state, we could not reproduce the actual conditions of product usage during our laboratory analysis. For device #2: a definitive cause for this observation could not be determined because the device functioned as intended. Separation of the cutting wire securing component and the catheter can occur if the tip of the sphincterotome is over flexed. The instructions for use caution the user: "do not over flex or bow tip beyond 90 degrees, as this may damage or cause cutting wire to break." If the elevator of the endoscope remains in the closed/up position when retraction of the sphincterotome is attempted and additional pressure is applied, this can contribute to separation of the catheter and cutting wire securing component. The instructions for use caution the user: "elevator should remain open/down when advancing or retracting sphincterotome." This activity will aid in device preservation. Other factors that can contribute to separation of the cutting wire securing component and the catheter include manipulating the handle with the catheter in a coiled position or with the precurved stylet inside the cannulating tip. The instructions for use advise the user: "upon removing device from package, uncoil and straighten sphincterotome. Carefully remove precurved stylet from cannulating tip." The instructions for use contain the following comment: "note: do not exercise handle while device is coiled or precurved stylet is in place, as this may cause damage to sphincterotome and render it inoperable." Prior to distribution, all tri-tome pc protectors are subjected to a visual inspection and functional test to ensure device integrity. The functional test includes bowing the sphincterotome to ensure the distal end responds to handle manipulation. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During an endoscopic retrograde cholangiopancreatography (ercp) procedure, the physician used two (2) cook tri-tome pc protectors. The cutting wires disconnected [cutting wire breaks in one location]. The procedure was completed with another device. There was no reportable information at this time. The devices were evaluated on 31-mar-2021 and for one of the devices, the cutting wire securing component separated from the catheter [subject of report]. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.